Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7073435/7074227.

Event description:
It was reported that the patient experienced pain at the ipg site and the patient had inadequate stimulation. It was also noted that the patient had difficulty charging the ipg and the patients leads have migrated which was confirmed through fluoroscopy. The patient underwent an spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products were disposed per hospital policy.